Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was occluded. The blood glucose reading was 400 mg/dl. The customer's mother stated that insulin did not exit the tubing and had already gone through many infusion sets and reservoirs. Advised return of the supply. Nothing further reported.